Manufacturer narrative:
A visual examination of the returned device found that the working length was bent/kinked approximately 4cm from the distal tip. Residue was present in the device to indicate handling/use. The condition of the returned device is consistent with the complaint that the device was kinked. During manufacturing, the sphincterotome devices are 100% inspected and the kinked working length is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was inserted into the endoscope. However, when advancing the device through the scope, the catheter kinked. The procedure was aborted for reasons not associated with this device issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the device was inserted into the endoscope. However, when advancing the device through the scope, the catheter kinked. The procedure was aborted for reasons not associated with this device issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.